Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation by a philips field service engineer, it was observed that the power supply on the heartstart xl was damaged. There was no patient impact.